Event description:
The line was placed in 2000. A follow up chest x-ray 3 months later showed that the tip of the catheter broke off and embolized to the pt's pulmonary artery. The embolized piece is still implanted, no attempt will be made to retrieve. The catheter will stay implanted, dialysis can be continued.